Event description:
The customer reported the system was intermittently rebooting. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The real time operating system and systems interface board was replaced and the hard drive was reformatted. The system was then found to be operating as intended.